Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the ventilator device alarmed for technical event te 231008 (tagd_o2valveleak)". - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). ----------------------------------------------------------------------- follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The issue was reported by the customer after the device generated continuous audible and visual alarms during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury. The device displayed technical events 231007 and 231008, indicating an o2 valve leak. No log files were provided for further analysis. Based on the reported error codes, the failure may be related to a defective o2 proportional valve within the mixer assembly or a leak at the lpo/hpo inlet. Due to the lack of diagnostic data, the exact failure mode could not be confirmed, and the case was closed without further investigation. -----------------------------------------------------------------------

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the ventilator device alarmed for technical event te 231008 (tagd_o2valveleak)". - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.